Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "right side rupture diagnosed with MRI test". A visual photo analysis of the photographs was performed which identified: (through the photos provided, it is not possible to determine the lot number and catalog) an observed rupture in the device, and observed red particles. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Physician reported "implant rupture". Diagnosed by MRI. Devi has been explanted. This relates to the right side.